Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket on the trocar cannula tore when the surgeon inserted the scope. An additional trocar was opened and the case was completed. There was no consequence to the pt.